Event description:
It was reported that during a primary stenting to the circumflex, the stent was deployed at 14 atmospheres. A flap was observed and upon removal of the device, a pinhole was noticed in the balloon. Reportedly, two other stents were used during the procedure, presumably to treat the flap.